Event description:
On (B)(6) 2012, dba pillar equipment services pick off oxygen cylinder from a customer home. On (B)(6) 2012, eval of the oxygen cylinder was done and during the process of letting oxygen out of the cylinder, it started to spark and caught on fire. Oxygen cylinder recall. Pt passed away due to other medical condition on (B)(6) 2012. Dba piller equipment services is unsure whether the conserving device by respironics is the cause of the oxygen cylinder sparking and catching on fire.